Event description:
It was reported that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. D6b: explant date: procedure happened in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7030868 UDI:(B)(4).